Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was replicated. The footswitch cable (which belongs to the system) was replaced to address the issue. The system was tested and found to meet product specifications. The system met specifications at the time of release. The root cause of the reported event can be attributed to the footswitch cable.

Event description:
Additional information received informing that the event occurred during surgery. There was a false contact of the footswitch cable which caused the activation of the upper right button of the footswitch. No system message was displayed. The surgery was successfully completed. No patient harm was reported.

Event description:
A healthcare professional reported that the footswitch was activated independently. Additional information has been requested but not received to date.

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).